Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during an ipg revision procedure due to normal battery depletion on (B)(6) 2023 intraop testing showed that the patient¿s right side had high impedance. The right extension was replaced, however the issue was not resolved. The new extension was cut and left connected to the right lead. The right lead remains implanted. Patient¿s left side is connected to the ipg and patient only has therapy left side. No intervention is planned at this time to address the high impedance.